Event description:
The customer reported to the fse having wbc background failure, while troubleshooting the fse discovered a leak of a cupful in volume of clearing solution from the coulter lh 780 hematology analyzer. The leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) checked the instrument and he found a leak in the y fitting/I-beam (tubing #(B)(4)) for retic clearing solution pump. He replaced the worn out tubing and put a collar on the tubing/fitting junction and as preventive measure cleaned the retic shear valve, the leak was resolved. During instrument verification, all parameters passed except retic. The fse noticed the retic clearing pump was not properly functioning due to faulty pilot actuator at vl95/98, fse found pv teeth broken of vl95/98 and replaced it. The fse informed the customer all parameters can be run except retics. The fse returned to complete repairs on the instrument and found wbc was failing. Fse found that the wbc diluent dispenser was leaking air and the wbc aperture module needed to be bleached out. After all repairs were completed the instrument became operational with no further issues reported. (B)(4).